Event description:
On (B)(6) 2010, the patient reported the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and a small amount of insulin was spilled in the cartridge compartment. The patient was educated on the proper procedure for removing the insulin cartridge. She was instructed how to remove the plunger from the piston rod, but was unsuccessful. She was advised to switch to her back up infusion device. The patient called back on (B)(6) 2010 and stated she was able to remove the plunger from the piston rod and she dried the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.